Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause because this file is based on a literature report which covers five pseudophakic eyes with noninfectious postoperative complications, after undergoing phacoemulsification with posterior chamber intracapsular iol placement. The iols were all noted to be malpositioned using ultrasound biomicroscopy (ubm). Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. Mostafavi, david, md. Case series: haptic-induced postoperative complications. Eval using ultrasound biomicroscopy. Can j ophthalmol 2013; 48:478-481. (B)(4).

Event description:
In a literature report entitled, "haptic induced postoperative complications eval using ultrasound biomicroscopy," haptic-induced postoperative complications with single-piece intraocular lenses (iols) were evaluated. Five pseudophakic eyes with noninfectious postoperative complications, after undergoing phacoemulsification with posterior chamber intracapsular iol placement were discussed. The iols were all noted to be malpositioned using ultrasound biomicroscopy (ubm). In case study one the iol was slightly titled with pigment dispersion. The pt was treated with a miotic eye drop, which did not improve the iol position. In case study two a haptic of the iol was touching the ciliary process. The pt had recurrent anterior chamber hemorrhages. In case study three the iol was titled with the superior haptic outside the capsular bag. The iol was displaced inferiorly and temporally. The pt reported monocular diplopia and photophobia. In case study four the iol haptic was touching the posterior iris surface. The pt had recurrent anterior chamber hemorrhages and fibrin posterior to the iris. In case study five the superonasal haptic was outside the capsular bag. The pt had increased intraocular pressure (iop) and inflammation, which were reported three years after the iol was implanted. The pt was returned to surgery and the malpositioned haptic was amputated. The pt's symptoms resolved and the iop normalized. In conclusion the article stated that ubm is a useful tool because it enables visualization of the exact position of the iol in vivo. Additional info was requested.